Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qcmdux, and no non-conformances related to the reported complaint condition were identified. It was received for analysis an empty opened foil, an empty labeled winding former and a dispensed needle/suture of product code sxpp1a401, lot qcmdux. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. In addition, two sides were returned for analysis, the pieces were examined and only was damaged were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and a barbed suture was used. When opening the package, it was found that the fixation tab had been broken. There were no adverse consequences to the patient. Upon evaluation of the returned device, the fixation tab was broken at two sides. No additional information was provided.